Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the microbial contamination reported by the customer could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a review of the reprocessing procedures provided by the user found no obvious deviations from the instructions for use. Therefore, a root cause could not be determined. The customer provided their cleaning, disinfection, and sterilization processes. The scope is reprocessed with a non-olympus automated endoscope reprocessor (aer), dr. Yi full effect multi-enzyme detergent, and weigao ruike¿an disinfectant. Alcohol flushing is performed after disinfection. Service found the adhesive of the bending cover was leaking. Per the legal manufacturer, this device issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The forceps channel was cultured and an unspecified amount of pseudomonas aeruginosa was detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.